Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose level was 207mg/dl. The customer troubleshot the issue prior to contacting tandem technical support (cts) and did not observe drips of insulin exiting the cartridge tubing during the load fill tubing sequence. The customer declined troubleshooting with cts to determine a possible cause of the occlusion. The customer resumed insulin deliveries using the same supplies as when the occlusion alarm was received. Cts informed the customer there may have been an issue with the cartridge based on the troubleshooting the customer performed on their own. A follow-up call was declined by the customer.